Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device was replaced after the user experienced persistent high blood glucose readings despite site changes and had been assembling infusion components outside the device and then inserting them, which could affect proper cartridge engagement and piston function; there was also an instance where a cartridge was not fully connected and became dislodged, and multiple dexcom cgm sensor failures were reported. Symptoms included hyperglycemia. Outcomes included user frustration and need for additional support. Investigation included device replacement, log review, and review of blood glucose questionnaires. Investigation of this case revealed improper cartridge attachment practices and potential piston engagement issues, with concurrent cgm reliability concerns. It was concluded that user technique and incomplete cartridge connection likely contributed to hyperglycemia, with cgm issues also contributing to overall management difficulties.